Manufacturer narrative:
The device was returned for investigation. The manufacturing records were reviewed and all work instructions were followed. The returned device was tested with water and a gas exchange fiber leak was confirmed.

Event description:
On (B)(6) 2023, in the morning ECMO was initiated with a nautilus oxygenator. Between 2:00 and 3:00pm, there was an increase in the post-membrane pco2. The ECMO specialist decided to "sigh" the oxygenator to clear any condensation that may have built up. When the oxygenator was sighed frank blood came out of the exhaust port. The oxygenator was changed out. There was no adverse patient effect.